Event description:
The sales rep reported during an acl procedure, a portion of the distal tip on the customer&apos;s made to order (mto) driver broke off into the screw as the surgeon was driving the fixation device into the bone. The fragment was not able to be retrieved; however, the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Mitek received an instrument against this complaint file. The complaint states that the distal tip broke in the body during use, however, this device's distal end is intact and without damage. The device itself is damaged; the shaft is broken in half close to the handle; the break takes place at a 90 degree bend that is purposeful. In other words, someone bent the device to approximately 90 degrees, which appears to have caused the shaft to fatigue and break. Also, the device is not familiar, there are no identifications or markings on the device that would indicate that this is a mitek instrument, neither the rep nor the surgeon can supply any documentation or any other reference that could identify this device as a mitek instrument. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.